Event description:
Catheter was inserted on 1st november. On 13th november, doctor wanted to withdraw the catheter. At this time the catheter snapped. During all the time in place, they used regular medicines such as tpn, antibiotic, saline,.. They only used an infusion pump. They reported that they called a cardiovascular surgeon for the snapped catheter fragment. Surgeon withdrawn the catheter successfully using small surgical procedure. A mini surgery was "necessary" for the patient. The patient now is well and no problem had been observed.

Manufacturer narrative:
This complaint is not confirmed. The returned catheter we received was into two parts. Obviously the catheter tube snapped distal the 10 cm marking when withdrawing the catheter. Microscopical examination of the distal tip showed a lot of "fibrin" adhering to the catheter tube. Having checked the batch history records, no deviations were found. The average tensile force (catheter tube) for the involved batches was 9,9n and 11n and therefore much more than the requested 3n according to our specification. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. This is the very first complaint for batch 140618gk and the 6th regarding a snapped catheter tube on code 1252.30. When trying to get out a catheter which seems to be adnated into the vessel we recommend in conducting the ""splint traction method"" (see reference). Furthermore glove powder especially on latex gloves may cause allergic reactions and "adherence" of the catheter to the vessel wall. Therefore it is essential to remove possible glove powder by washing the gloves with sterile water. No further corrective action initiated by quality management as a manufacturing fault can be excluded."

Manufacturer narrative:
The failed sample will be returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of completion.

Event description:
Catheter was inserted on 1st november. On 13th november, doctor wanted to withdraw the catheter. At this time the catheter snapped. During all the time in place, they used regular medicines such as tpn, antibiotic, saline. They only used an infusion pump. They reported that they called a cardiovascular surgeon for the snapped catheter fragment. Surgeon withdrawn the catheter successfully using small surgical procedure. A mini surgery was necessary for the patient. The patient now is well and no problem had been observed.